Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device shutdown and has a burning odor. There was no patient involvement.

Event description:
It was reported that the device shutdown and has a burning odor. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported event of 'device shutdown and has a burning odor' could not be confirmed through laboratory testing, inspection, and review of the records. An internal and external inspection was performed for the suspect pcu, and no issues were found that could have contributed to the reported. The suspect pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect device, and no problems or anomalies were found related to the reported event. A review of the logs was performed, and no programming, alarms, or malfunctions were found on the date mentioned by the facility (may 3, 2025). The last recorded programming was on april 22, 2025, with a rate of 8.94 ml/h and a vtbi of 41.45 ml. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3 (dir: (B)(4) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.